Event description:
Patient presented with a carotid t and mca occlusion. The physician used an 041 system to successfully open up the carotid and mi, but had a clot remaining in the superior m2 branch. The physician switched out the 041 system for the 032 reperfusion catheter and was advancing the system up into the mca over a transend platinum wire. At one point, the catheter jumped forward unexpectedly. The physician stopped, did a run, and noticed that the 032 catheter had perforated the mca close to the bifurcation. He also observed extravasation on the screen. He immediately reversed the heparin. He attempted to remove the 032 catheter and noticed that the hub was coming out of the guide, but the tip of the catheter had not moved on the screen. The physician pulled the 032 out, and it appeared to have a clean break approx 41cm from the tip. There was no evidence of stretching. The physician then attempted to push the 032 reperfusion catheter out the end of the guide by using a 035 terumo wire to gently push forward as he withdrew the guide (6f envoy). Once the guide fell into the arch, the 032 popped out of the vessel and the physician was able to remove the guide and the 032 together, leaving no part of the 032 in the pt. With the heparin reversed, there was no add'l extravasation observed.

Manufacturer narrative:
Technical evaluation: the devices returned that 032 reperfusion catheter, 032 separator, and a cordis envoy 6f catheter (not a penumbra inc. Product). Once decontaminated, it was found that the proximal portion of the catheter would not allow for any flow backward or forward through it. This seemed to be caused by a build-up of the pt's blood. The distal segment was also filled with blood but this was dislodged after a brief soak and some flushing. Upon flushing, coagulated blood rinsed from the distal segment of the catheter. The catheter shoed a clean break in the shaft 110cm from the hub-shaft joint. There was no loose or unraveled wire visible. The distal tip showed slight unraveling of the interior wire but an otherwise clean break. The separator wire was fractured 2.8cm beyond the platinum wrap solder joint. The breaks in the core wire and the wrapping wire were at the same point and both were clean. The remaining wrapped wire section had a permanent curve to it. No evidence of the platinum wire unwrapping was seen. The fractured tip of the separator was not available for inspection. Please note that a conversation with the sales representative, the head nurse and the physician, indicated that the device was never associated with this incident and no one could offer an explanation as to why it was returned broken. The incident was confirmed as reported. The catheter fractured at the proximal-distal shaft joint. This is not a common failure mode for this device. Note the use of heparin is contraindicated by the device IFU (conclusion code). A DHR of this manufacturing lot has been reviewed and a copy is attached. A review of the device history record (DHR) was completed on part # 0854 (lot # l15020). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurement per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.